Event description:
The customer alleged that the unit was leaking cidex. There were no reports of injuries. The customer repaired the unit.

Manufacturer narrative:
The customer repaired the unit by replacing the skinner valve. The customer reported that the issue has resolved.